Event description:
It was reported there was an extremely long boot-up time. The programmer was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer has a loose ECG (electrocardiogram) connector. Programmer goes through a long boot time; drive c corruption found. Programmer hinge plate is missing five screws. Programmer has a noisy system fan. Keyboard latch is broken. Power cord bay door has a broken latch.